Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 01/15/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on examination, the keypad was intact without damage. On testing, all of the keypad button had normal response. All the buttons had normal spring back and click. The keypad cover was removed for investigation and did not reveal any evidence of contamination of the button contacts. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation was unable to confirm or duplicate the alleged keypad button unresponsiveness.

Event description:
On (B)(6) 2013, the distributor contacted animas alleging the up arrow and down arrow keypad buttons were unresponsive to user input. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.